Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the ventilator had an output connector broken off. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other, other text: the manufacturing history was determined to be irrelevant, due to the age of the device. Device history record review was not performed. D5 and e4 are unknown, no information provided to date. Additional event information received indicating no patient harm (updated b5).

Event description:
Additional information received via email 28-jul-2022. No patient harm occurred.